Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the cause of the lack of stimulation was determined to be the program needed adjusting. The symptoms sort of resolved after troubleshooting; the symptoms returned and the symptoms would abate and it was hard to tell if it was effective or not.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for bowel dysfunctional/ sacral nerve stim and gastrointestinal/pelvic floor. It was reported that she was experiencing a lot of diarrhea and bowel movements. She wanted to check and make sure it was still working and if so, may be change program. She had not done anything with her programmer yet. Patient stated she was not feeling stim. Patient was instructed to sync with patient programmer (pp) during the call and pp showed stim was on. Patient increased it from 1 v to 1.2v on program 2 and reported feeling comfortable stim in the correct area. Patient stated if she goes to 1.3v, it becomes painful in the pubic area. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the lack of stimulation was unknown, but was resolved.